Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced pain at the magnet site with and without the use of sound processor, resulting in the decision to explant the magnet on (B)(6) 2018.